Event description:
During cholesteatoma removal surgery, the doctor decided last minute to explant the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to device unrelated medical reasons, namely cholesteatoma removal. In addition, device investigation revealed a damage to the active electrode caused by device minute mobility. This is a combined initial and final report.